Manufacturer narrative:
No products have been returned for evaluation, no radiographs or films have been provided for evaluation, no patient information provided, review of the reported event outlined complications incurred as a result of misplacement that required a revision surgery for adjustment. No patient injury reported. Review of labeling notes: warnings cautions and precautions product labeling indicates "...potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant." "...for coroent anterior tlif implants, do not position inserter past 90° with respect to the implant. Hyper angulation during impaction may result in implant disengagement." Discarded by medical facility.

Event description:
On (B)(6) 2016 a patient underwent a two-level tlif procedure at l3-l5. Initial placement of interbody spacer at l4-5 was considered to be positioned acceptably. While placing an interbody device at the adjacent level, it was determined the l4-5 interbody required minor adjustment. The surgeon encountered difficulty in re-attaching the inserter and could not reposition the implant. Surgery continued without further incident. Approximately one week later the surgeon decided re-adjustment of the l4-5 implant was needed as it was impinging on blood vessels. No injury is known to have occurred as a result of the malplacement and subsequent migration toward the great vessels.